Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 6.0 x 150 x 150 sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation before the rated burst pressure. The device was removed without any problem, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the sterling balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Functional testing was performed by inflating the device to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported rupture.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 6.0 x 150 x 150 sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation before the rated burst pressure. The device was removed without any problem, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event.